Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The catheter was tested for occlusions/leaks in the irrigation and leaks in the shaft utilizing a uson leak test device. The device did not meet specifications during an irrigation leak test due to inadequate bonding between the irrigation tubing and the stainless steel tubing proximal to the tip.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.